Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) noted a device anomaly during ongoing use of the device, which led to a surgical procedure. During the surgery, it was noted that the right cylinder tubing was broken. The entire ipp was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) noted a device anomaly during ongoing use of the device, which led to a surgical procedure. During the surgery, it was noted that the right cylinder tubing was broken. The entire ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Corrections: field h6 patient codes: updated from unspecified respiratory problem to no clinical signs, symptoms or conditions. Field e1 initial reporter country: updated to united states.